Manufacturer narrative:
The technician isolated the issue to a broken CPR valve. He replaced the CPR valve to repair the bed.

Event description:
Information received indicates, the head section of the bed will not stay elevated.